Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400-500s mg/dl and the cause was not known. Insulin injections were administered. The customer was hospitalized for an elevated bg. The customer was treated with fluids and intravenous insulin. Elevated bg was resolved and the customer was discharged on (B)(6) 2018. The customer's healthcare provider had discontinued pump therapy after being discharged. At the time of the report, the customer requested assistance with resuming pump therapy. Pump therapy was resumed.